Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm helix difficulty allegation based on a helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid. Further, known inherent risk was selected based on the report of helix difficulty and a failing helix mechanism test due to dried blood or body fluid clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to the tip of the helix remained extended. This ra lead was inserted inside the patient after the screw was checked outside the patient before insertion. The screw part that was retracted during insertion came out from the tip of the lead and had to be retracted. Physician suspected it was lead defect since the issue was observed where the screw came out twice. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to the tip of the helix remained extended. This ra lead was inserted inside the patient after the screw was checked outside the patient before insertion. The screw part that was retracted during insertion came out from the tip of the lead and had to be retracted. Physician suspected it was lead defect since the issue was observed where the screw came out twice. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.